Event description:
Patient reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Patient reported a left side deflation. Healthcare professional later confirmed deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening assessed as unidentified (tear) opening. As per the investigation procedure crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6 (explant date not provided)

Event description:
Device has been explanted and replaced.